Event description:
On an unk date, an (B)(6) male pt was hooked up to the grid at the time of the connectors failing. The cable was connected to the pt. The cable was one that has an extension and that was where the break occurred. The cable became disassembled at the quick connect site. Wires fell out of quick connect site. The connector that failed was under the head wrap. All of the bandages had to come off to trouble shoot the problem. The only reason that the failure was noticed was because of the large amount of artifact on the recording. The recording was compromised. The recording was significantly delayed post surgery. The cable was replaced. There was no injury to the pt. There was no significant changes in the pt's outcome.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.